Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding external devices. The reason for call was patient reported their programmer was not connecting to their implanted neurostimulator and wouldn't power on or charge. The information provided by the patient was difficult for agent to follow. Patient said they had tried resetting the programmer by removing and reinserting the aaa batteries, but that didn't resolve the issue and they couldn't connect to the ins to make adjustments or anything. Patient said their equipment was 3 years old and 'just quit.' Patient also said they saw a 'doctor' screen on the programmer, but didn't recall further details because 'half the time it comes up anyway,' but said it 'needed services.' Due to the issues described, agent suspected the patient might have seen eri or eos messages (based on implant date) but was unable to confirm. When agent mentioned possible eos, patient said they knew it was still working because they could 'turn it on with their charger.' Patient mentioned 'it will come on, but it will not c harge.' Patient said they didn't have the recharger with them. When agent tried to collect serial number. Agent asked patient to try to sync the programmer with their implant with and without the antenna, but patient said the patient was escalated and refused to t roubleshoot and demanded to have all their equipment replaced because of how old it was, and mentioned some buttons on the programmer were 'sticking on the inside, the outside of it' (agent was uncertain if they meant the buttons were stuck, or if they were just d escribing the equipment). The issue was not resolved and the patient demanded to speak to tech services or a supervisor. Due to the escalated nature of the call, agent was unable to gather sr information. The patient became more escalated when agent tried to explain the callback procedure and then disconnected call after becoming verbally abusive. Patient was transferred from nas asking for a supervisor. Pt repeated information documented in this case. Additional information was received from patient stating the patient programmer and antenna quit working. Pt stated the programmer will not charge. Agent had a hard time following the issue pt was trying to describe and pt was escalated when agent was asking clarifying questions. Pt stated they have to put new batteries in the patient programmer once a week. Pt stated the programmer powers on but will not connect to the implant. Pt stated they see a circle and a diamond. Pt stated the buttons on the patient programmer are stuck and will not let them increase intensity. Pt also mentioned the antenna has maybe been yanked out and got caught on something. Pt stated they saw eri message 5-6 years ago. Agent reviewed eri and eos info. Pt stated the implant battery is not dead, it is still working, and they are able to fully charge the implant with the recharger. Pt noted they charge the implant every week or 2. Agent offered physician listings but pt stated they already have a pain doctor. The pt was redirected to hcp to further address possible ins replacement and eri message. A replacement patient programmer and antenna were sent out.